Event description:
Additional information was received that the cause of the event was not determined. The middle section of the pipeline failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227802041); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the device was not fully open and could not adhere to the wall at the bend of the right c4 segment aneurysm, which was unruptured and saccular. The aneurysm had a maximum diameter of 6 millimeters and a neck diameter of 4 millimeters, with a distal landing zone artery size of 3.5 millimeters and a proximal size of 4.5 millimeters. The vessel tortuosity was moderate, and access was gained through the left femoral artery with a diameter of 4 millimeters. After the push-pull technique proved ineffective, the microcatheter and stent were withdrawn. The device was never implanted, and it was replaced by another product. No patient complications have been reported as a result of this event. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis #817901730:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the middle section¿ was not confirmed, as the middle of the braid was found fully opened and no damage. The root cause could not be determined. Possible cause of ¿failure/incomplete open¿ includes vessel tortuosity or user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, which rules it out as a potential cause. However, the user deployed the braid in the vessel bend could not be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.